Event description:
The cannula in question is part of the heart lung bypass circuit. The cannula is normally inserted by the surgeon into the ascending aorta and connected to the arterial side tubing of the heart lung machine. When the surgery was completed and the patient was separated from bypass and the surgeon removed the aortic cannula. It was at this time the surgeon noticed the split in the cannula near the tip. The cannula was held together only by a small piece of the cannula material and the internal spiral reinforcing wire.